Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a standard 118 y administration set's perfusor cracked. The reporter stated that they noticed that there were cracks on tubing. The cracks were identified prior to use. There was no patient involvement. Additional information was requested and is not available.